Manufacturer narrative:
In previously submitted report section date received by mfg in box g was blank, the correct date should be 12/30/2025 and also occupation, operator of the device and report source and reason device not evaluated was incorrect. In this report, occupation, operator of the device and report source, date received by mfg and date captured as per correction bad and reason device not evaluated has been updated/corrected. This report has been sent for correction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to third party service center for evaluation, there was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation no foam particle were noted in the air path, even foam inside the blower kit was noted. The device sound abatement foam needs replaced to address the issue. In addition, error code e053 (err_comp_log_sem_timeout). Dust was found as contamination. The device as scrapped.